Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed potassium (k) result was obtained on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided by the customer and the instrument data. There were successful calibrations before the sample was processed and quality control (qc) was in range when the sample was processed indicating that the instrument and reagents were performing acceptably. Hsc concluded that it is not a reagent lot or method issue. There is no evidence of a product non-conformance. The instrument is fully operational. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed potassium (k) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and an alternate dimension exl with lm and a higher result was obtained. The result, obtained on the alternate dimension exl with lm, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.